Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("worsening pelvic cramping/pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), depression ("depression") and vaginal discharge ("unusual vaginal discharge"). The patient was treated with surgery (performed a laparoscopic hysterectomy and bilateral salpingectomy remove bilateral essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, depression and vaginal discharge outcome was unknown. The reporter considered depression, fatigue, pelvic pain and vaginal discharge to be related to essure. The reporter commented: her physician determined to treat her symptoms through a robotic assisted laparoscopic hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of both tubes. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("worsening pelvic cramping/pain"), uterine haemorrhage ("abnormal uterine bleeding"), haemorrhagic ovarian cyst ("hemorrhagic cysts") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, irritable bowel syndrome, depression and hsv infection. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal discharge ("unusual vaginal discharge / brown vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping) / pelvic cramps") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced fatigue ("severe fatigue"). On (B)(6) 2016, 10 months 11 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), menometrorrhagia ("excessive and frequent menstruation with irregular cycle") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and proctalgia ("perianal pain"). On (B)(6) 2017, the patient experienced diarrhoea ("diarrhea"), gastrointestinal disorder ("bowel issues") and constipation ("constipation"). On an unknown date, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), stress urinary incontinence ("overflow stress urinary incontinence"), migraine ("migraines"), headache ("headaches"), gastrooesophageal reflux disease ("gerd"), back pain ("back pain"), anxiety ("anxiety"), ovarian cyst ("ovarian cysts / ovarian cyst left side"), endometriosis ("endometrioma"), fibromyalgia ("fibromyalgia") and amnesia ("memory loss"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy), surgery (endometrial ablation/ hysteroscopy/ novasure ablation) and surgery (hysteroscopy, novasure endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal discharge, dyspareunia, proctalgia and back pain had resolved, the uterine haemorrhage, haemorrhagic ovarian cyst, genital haemorrhage, fatigue, depression, menorrhagia, menometrorrhagia, dysmenorrhoea, diarrhoea, gastrointestinal disorder, constipation, gastrooesophageal reflux disease, anxiety, ovarian cyst, endometriosis, fibromyalgia, amnesia and vaginal haemorrhage outcome was unknown and the migraine and headache was resolving. The reporter considered amnesia, anxiety, back pain, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, haemorrhagic ovarian cyst, headache, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pelvic pain, proctalgia, stress urinary incontinence, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure coils in 2015, with subsequent severe fatigue, pelvic pain, and unpredictable "brown sludge" vaginal discharge that patient attributes to essure. Her physician determined to treat her symptoms through a robotic assisted laparoscopic hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of both tubes (B)(6) 2016. Endometrial biopsy and pap smear - normal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhoea, menometrorrhagia, vaginal discharge, fatigue, pelvic pain, depression, stress urinary incontinence, gerd, migraine, anxiety, uterine haemorrhage. Most recent follow-up information incorporated above includes: on 1-jun-2018: plaintiff sheet fact and medical records. Added reporters and case became medically confirmed. Updated patient details (initials, date of birth, ethnicity, height). Updated essure removal date. Added events menorrhagia, uterine haemorrhage, menometrorrhagia, stress urinary incontinence, dysmenorrhoea, dyspareunia, gastrointestinal disorder, diarrhoea , constipation, migraines, headaches, gastrooesophageal reflux disease , proctalgia, back pain, anxiety , ovarian cyst, endometriosis, hemorrhagic ovarian cyst,fibromyalgia, amnesia. Added onset date for fatigue, pelvic pain, vaginal discharge.outcome updated to recovered for events pelvic pain, back pain, proctalgia, vaginal discharge, dyspareunia, migraines, headaches. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("worsening pelvic cramping/pain"), uterine haemorrhage ("abnormal uterine bleeding"), the first episode of haemorrhagic ovarian cyst ("hemorrhagic cysts") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, irritable bowel syndrome, depression and genital herpes simplex. On (B)(6) 2015, the patient had essure inserted. In may 2015, the patient experienced vaginal discharge ("unusual vaginal discharge / brown vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping) / pelvic cramps") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced fatigue ("severe fatigue"). On (B)(6)2016, 10 months 11 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), menometrorrhagia ("excessive and frequent menstruation with irregular cycle") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and proctalgia ("perianal pain"). On (B)(6)2017, the patient experienced diarrhoea ("diarrhea"), gastrointestinal disorder ("bowel issues") and constipation ("constipation"). On an unknown date, the patient experienced the first episode of haemorrhagic ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), stress urinary incontinence ("overflow stress urinary incontinence"), urinary retention ("overflow stress urinary incontinence"), migraine ("migraines"), headache ("headaches"), gastrooesophageal reflux disease ("gerd"), back pain ("back pain"), anxiety ("anxiety"), the second episode of haemorrhagic ovarian cyst ("ovarian cysts / ovarian cyst left side"), endometriosis ("endometrioma"), fibromyalgia ("fibromyalgia") and amnesia ("memory loss"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy), surgery (endometrial ablation/ hysteroscopy/ novasure ablation) and surgery (hysteroscopy, novasure endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal discharge, dyspareunia, proctalgia and back pain had resolved, the uterine haemorrhage, genital haemorrhage, fatigue, depression, menorrhagia, menometrorrhagia, stress urinary incontinence, urinary retention, dysmenorrhoea, diarrhoea, gastrointestinal disorder, constipation, gastrooesophageal reflux disease, anxiety, the last episode of haemorrhagic ovarian cyst, endometriosis, fibromyalgia, amnesia and vaginal haemorrhage outcome was unknown and the migraine and headache was resolving. The reporter considered amnesia, anxiety, back pain, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic pain, proctalgia, urinary retention, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, the first episode of haemorrhagic ovarian cyst and the second episode of haemorrhagic ovarian cyst to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure coils in 2015, with subsequent severe fatigue, pelvic pain, and unpredictable "brown sludge" vaginal discharge that patient attributes to essure. Her physician determined to treat her symptoms through a robotic assisted laparoscopic hysterectomy and bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of both tubes apr2016 endometrial biopsy and pap smear - normal concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhoea, menometrorrhagia, vaginal discharge, fatigue, pelvic pain, depression, stress urinary incontinence, gerd, migraine, anxiety, uterine haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: coding correction: event "overflow stress urinary incontinence" was identified and multiple concepts were separated in two different events "overflow urinary incontinence" and "stress urinary incontinence " incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.